Event description:
Revision surgery due to excessive wear of the device component.

Manufacturer narrative:
H6. Methods: other - reviewed inspection/mfg records in respect to medical case noted, x-rays, and device. H6. Results: other - condition of components suggest that deformation of the uhmwpe insert took place under abnormal loading of the femur increasing the wear of the insert on the lateral side. H6. Conclusions: other - pt was experiencing physiological deterioration of her left knee joint that was complicated by weight and instability of the ligament structures. Surgical notes indicate physiological conditions contributed to the extreme wear condition of the implants.